Event description:
Nurse reported via phone call that the customer was hospitalized with hypoglycemia. Blood glucose value at the time of the incident was 45 mg/dl. The customer was given food and juice to treat. It was stated that the doctor advised to set a temporary basal to 50 percent. Customer was assisted with setting the temporary basal and was advised to contact the doctor to see if any other settings need to be changed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.